Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was broken/damaged component.

Event description:
Healthcare professional reported via regulatory agency "blue tab that it attached to expander was not attached and sitting in patient¿s body." Affected side is unknown. The device has been explanted.